Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call they experienced low blood glucose level. The blood glucose of the customer was 50 mg/dl at the time of the incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose level event. Customer states that the insulin pump was over-delivering. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The customer was treated with food. The customer did not experienced any other symptoms. The device will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test and manual prime per : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir does not leak and is not occluded. (B)(4).